Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1035818. Medical device expiration date: 2024-01-31. Device manufacture date: 2021-02-04. Medical device lot #: 0352358. Medical device expiration date: 2023-12-31. Device manufacture date: 2020-12-17. Investigation summary: it was reported that when nurses go to push plunger there is a lot of pressure and resistance. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible that the customer is getting some products that are towards the high specification limit for plunger movement and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 0352358. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two 10 ml bd posiflush¿ normal saline syringes experienced difficult plunger movement. The following information was provided by the initial reporter: when the nurses are going to flush the line and they are depressing the plunger they meet a lot of pressure and resistance.